Manufacturer narrative:
Correction to event description.

Event description:
Corrected event description: it was reported that the symptomatic patient presented to the clinic for a routine follow up; the patient was experiencing pacemaker syndrome. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the battery's low voltage status, no troubleshooting could be performed. On (B)(6) 2015, the device was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up not feeling well. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced.